Event description:
Boston scientific received information that intermittent noise on ths right atrial (ra) lead was oversensed resulting in inappropriate atrial tachy response (atr) . Lead also exhibited two instances of impedances less than 200 ohms. Ts discussed programming options. Could not reproduce with pocket manipulations or valsalvas. No adverse patient effects were reported. Additional information was received, the lead has not been revised at this time and no additional information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.